Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was not connecting to the minimed mobile application. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
"Device not found" error when pairing with mmm (iphone 13, ios 16, app version 2.5) "an attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation, we have found that the main reason for failed connection attempts was due to loss of bonding keys. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. The helpline has provided us with feedback and has confirmed the issue has been successfully resolved by customer on his own. Please try resetting the bluetooth cache and re-pairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Turn bluetooth off from the ios settings app (settings > bluetooth). Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. Turn bluetooth back on. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: leave the pump pairing screen in the minimed mobile app if it¿s active. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Restart the mobile device. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.